Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post paced t wave oversensing was observed when an asymptomatic patient presented in clinic during follow up. The oversensing was noted on ventricular lead. Programming changes were recommended and device remains implanted.